Event description:
It was further reported that an alert occurred due to out-of-range impedance and oversensing on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the clinic with an alert tone triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. A possible fracture is suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Alert occurred on (B)(6) 2014, for out of tolerance lead impedance. The week of (B)(6) 2014, svc lead impedance is greater than 200 ohms. (B)(4).

Manufacturer narrative:
(B)(4).